Event description:
Information was received indicating that a smiths medical cadd solis vip pump failed accuracy by -8.90% during testing. There was no patient involvement.

Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to be in excellent condition. Device then underwent functional testing; unable to confirm the reported customer complaint. Delivery accuracy tests found the pump to be delivering within specification.